Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the patient decannulated in the middle of the night. When reinserting the trach and reattach the trach ties, it was noticed that the trach tie kept coming off the flange and did not stay. The silicone was ripped. The patient experienced stressful shortness of breath. The pulse oximeter showed oxygen levels dropped to 90. Oxygen levels returned to normal after the tracheostomy tube was replaced. No additional medical intervention was required.

Manufacturer narrative:
D9: 18-feb-2026. H3: one used unit was received for evaluation. Visual inspection confirmed that one of the eyelets was cut all the way. Removal of the dale trach holder from the other eyelet revealed that there was the beginning of a cut in the eyelet. The instructions for use state under warnings to guard against product damage by avoiding contact with sharp edges. A damaged eyelet can result in decannulation of the tracheostomy tube. The eyelet of the returned device was damaged by the use of the dale trach holder, which contains velcro. The investigation determined that there was no manufacturing defect with the returned device. The lot history was reviewed and no anomalies were identified.